Manufacturer narrative:
H.3. Device eval: smiths medical international, ltd. Inspection of the returned sample confirmed the reported inflation line detached from the trach tube. This had occurred within the pathway in the flange/bezel mold where the inflation line passes through to the pt side of the flange. Visual examination showed signs of chemical damage at the end of the broken inflation line. No lot number was provided so a review of the device master records could not be performed. They also reviewed their complaints database and this is the first complaint, of this type, reported for this product line. The most likely root cause for this failure is tetra rot. The chemical used to bond the inflation line in place can cause the plastic line to degrade. It is probable that the line was weakened during MFR and then failed I n use. This is a very low, but know risk, with the prouction method currently employed.